Event description:
Customer reportedly obtained the following results on the aviva system within 10 minutes: 38mg/dl and 121mg/dl, 43mg/dl and 106mg/dl, 35mg/dl,118mg/dl, and 107mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.